Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The resolution is unknown.

Event description:
The hospital reported the unit had a system reset alarm during a case. The patient was switched to manual ventilation. There was no report of patient injury.